Event description:
It was reported that the patient's left knee was revised due to infection. An I & d was also performed.

Event description:
It was reported that the patient's left knee was revised due to infection. An I & d was also performed.

Manufacturer narrative:
On (B)(6) 2015, the usage sheet from the patient's surgery preceding the infection was provided. The additional devices associated with this event are referenced below: cat # 64813110, lot # ekhea, description: mrh tibial b/plt keel sml 1. Cat # 64786680, lot # t2458, description: ti dur reg fluted stem10x155mm. Cat # 64786495, lot # lciat, description: offset adapter 6mm. Cat # 7650-2038a, lot # rd9h014t, description: sterile fluted headless 1/8" pin 3.5" long. Cat # 8000-0036, lot # b8ncha, description: disposable patella cutter 36mm cat # 5551-g-381, lot # 483h, description: triathlon asymmetric x3 patella. Cat # 64853611, lot # 117189e, description: mrs fem stem w/o body 11x203mm. Cat # 64952030, lot # ejpea, description: gmrs dist fem comp std l 65mm. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patient's left knee was revised due to infection. An I & d was also performed.

Manufacturer narrative:
Device manufacture date: an event regarding infection involving an mrh insert component was reported. The event was not confirmed. Method & results: the product was not returned for evaluation. Medical records were not received. Device history review indicated all devices accepted into final stock met specifications. Complaint history review there have been no other events for the lot or sterile lot referenced. Conclusions: the reported event cannot be determined with the limited information provided. The root cause of the event cannot be determined without further information such as x-rays, operative reports, patient history, follow up notes and pathology reports. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Additional devices listed in this report: cat # 64812100, lot # 059523, description: mrh tib rot comp xs-xl; cat # 64812110, lot # cpv058 & ldj538, description: mrhk femoral bushing; cat # 64812140, lot # lcj223, description: mrhk tibial sleeve; cat # 64812133, lot # lcn343, description: mrhk bumper insert 3 degrees; cat # 64812120, lot # ltd4525, description: mrh axel. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.